Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported at the end of a procedure on a patient's leg when the physician was removing the sheath to exchange it out for a smaller one the of the sheath tip broke off in the femoral artery, contralateral to the access site. A surgeon assisted in the catheter lab and the device was successfully removed, via cut down. Reportedly the physician did not use the dilator to remove the sheath the patient was discharged the next day, as of the filing of this report it is unknown if this event prolonged the hospital stay.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The actual device involved was returned for evaluation. Visual examination indicates that the tip did not break off since the bond is still intact; however the event appears to be a separation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit." The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.